Manufacturer narrative:
The needle was returned for review and the defect reported was confirmed. The cannula of the extraction cannula is longer then intended. The needle has also been reviewed by the supplier. The cannula was molded incorrectly. Due to the nature of the surgery the incorrect length of the cannula would not cause pt harm as the cannula is thinner than the bone needle already inserted. It could cause blood contact with the dr if the cannula gathers a larger sample than desired and the dr is not wearing standard protection. This is the first report for this defect and is considered an isolated event. We will continue to monitor and trend.

Event description:
Md states that the extraction cannula was longer than the t lok needle; typically the extraction cannula should be flush with the needle. During a procedure using the t lok bone marrow tray, blood exited out of the needle and the physician's face was exposed to the fluids. Md states that this is due to the extra length of the extraction cannula. Exposure to bodily fluids may potentially be harmful to user.